Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported 23017 error was confirmed and replicated. In artemis, the 23017 error was found indicating motor did not respond as expected, confirming the fault occurred in the field. Upon visual inspection, no issues were found would be related to the reported event. The mtm was installed onto a golden system where the 23017 error was triggered indicating motor did not respond as expected replicating the reported event. Once testing was completed, the axis 8 motor was verified to be the source of the fault as a result of these findings, failure analysis was able to conclude that the axis 6 motor was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the mtm.

Event description:
It was reported that during a da vinci-assisted low anterior resection and sigmoid colectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding the reoccurring recoverable 23017 faults occurring on the master tool manipulator left (mtml) on the surgeon side console 1 (ssc1). The procedure was completing as planned with no reported injury.